Event description:
Information received that the head left hand rail was not latching properly. No injury reported.

Manufacturer narrative:
Technician found that the head left hand rail was not latching properly. Replaced the damaged spring on center arm assembly to resolve this issue.